Manufacturer narrative:
E1: facility name (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The pump was opened, and it was discovered that the connection for the lock sensor on the mainboard was burned. The mainboard and lock sensor will be replaced to resolve this issue.

Event description:
It was reported that the device displays error code 41541 and alarms without stopping. There was unknown patient involvement reported.